Manufacturer narrative:
Device manufacture date: the device manufacture date was not documented in the initial report. The device manufacture date has been updated as nov 5, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck was frozen, would not rotate, and would not open or close. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the chuck key of the chuck with key device could not turn the device. There were no delays to the planned surgical procedure as an identical spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was inadvertently not documented in the initial report. The device manufacture date has been updated as nov 5, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.